Event description:
It was reported that during a procedure the device was not working. A backup device was not available to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
The device was received and sent to the supplier for evaluation. There was no relationship found between the returned device and the reported incident. An evaluation performed by the supplier found the device passed initial testing. Upon further troubleshooting the supplier found the bearing in the nose assembly to be rough. The complaint was not confirmed. Factors that could have contributed to the rough bearing include usage and time out in the field as the device has been in service for nine years. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. After the evaluation the root cause for the reported issue could not be determined. A review of the device history record was performed which confirmed no inconsistencies.